Event description:
The pt received her scs system on (B)(6) 2009 consisting of an ipg and two surgical leads. It was reported that she was receiving intermittent stimulation from her scs system and had experienced a change in her stimulation pattern. The alleged issues were first noticed by the pt following recent strenuous activity. Diagnostic test revealed invalid impedance readings for several lead contacts. X-rays were prescribed and showed that the pt's left lead had migrated and was touching the right lead. Surgical intervention was undertaken to reposition the left lead; however, intraoperative testing revealed that the impedance issues continued. As a result, the right lead was explanted and replaced. Follow-up on the pt found that she is doing well and is now receiving effective stimulation.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Channels 3, 4 and 7 of the returned lead measured open. Broken wires were observed 27cm from the stimulation end. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.